Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v918352, implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead. Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomaly found. Final device analysis of the lead revealed the following: no anomaly found.

Manufacturer narrative:
Product ID 3889-28, lot # v918352, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported there was a loss of stimulation and therapeutic effect. Patient had a revision but also had a urethral sling procedure at the same time. It was noted the patient said the device never worked as well after that. It was also noted the patient had issues from placement of sling but that it was not related to the device. It was unknown if any actions were required but it was noted the patient had an injury but their device had not caused it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.